Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the severely calcified left common femoral artery was attempted using a proglide device with an 7f sheath after a percutaneous coronary intervention procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. The proglide was attempted to be removed from the anatomy but was stuck and could not be removed. Cut down surgery was performed with local anesthetic to remove the proglide device from the anatomy and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed after deployment¿ was confirmed. Entrapment of the device in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.